Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose (bg 880 mg/dl). Contact reported not to have been with the customer at the time of the event and was unable to check on customer's care,bg levels, or insulin therapy. Contact declined to provide further information.